Event description:
The suction irrigator was being primed for use and staff reports dark sediment came through tubing of the irrigator and would not stop when the handle was released. It was not used for the procedure. A new one was used for the procedure.